Manufacturer narrative:
Other, other text: h6 and h10 updated: one device was returned for evaluation. Functional testing was done where the device was attempted to be inflated. The customer complaint was confirmed, the cuff was not able to be inflated. The source of the leak was found to be a tear in the cuff. This is being monitored for reoccurrence and further actions will be taken accordingly. A device history review of the reported lot number was done where no anomalies were found during the manufacturing process.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was leaking. No injury was reported.